Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak that occurred during their treatment. Prior to discovery of the fluid leak, an m31 air detected in cassette alarm occurred during fill 2 of 4. The patient contacted ts for assistance, and ts advised them to cancel the treatment and start over. When the patient removed the cycler set from the cassette door, fluid leaked out. The patient was not sure where the leak was coming from exactly. No visible damage was identified on the cassette. The patient completed their treatment by performing manual pd exchanges. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to inform their pd registered nurse (pdrn) of the replacement. Upon follow up, it was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed notifying their pdrn of the event. It was confirmed the replacement cycler was received, and the patient was said to be continuing pd therapy on the new machine without any further problems. The old cycler was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. The cycler underwent and passed a patient sensor calibration test and a mushroom head check. An internal visual inspection identified evidence of dried fluid on the bottom cover recess underneath the pump assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak that occurred during their treatment. Prior to discovery of the fluid leak, an m31 air detected in cassette alarm occurred during fill 2 of 4. The patient contacted ts for assistance, and ts advised them to cancel the treatment and start over. When the patient removed the cycler set from the cassette door, fluid leaked out. The patient was not sure where the leak was coming from exactly. No visible damage was identified on the cassette. The patient completed their treatment by performing manual pd exchanges. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to inform their pd registered nurse (pdrn) of the replacement. Upon follow up, it was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient confirmed notifying their pdrn of the event. It was confirmed the replacement cycler was received, and the patient was said to be continuing pd therapy on the new machine without any further problems. The old cycler was available to be returned to the manufacturer for physical evaluation.